Event description:
The needles deployed but failed to retract. The doctor had to break the handpiece and pull the needles thru it. The procedure was completed with a new handpiece. There was no patient injury and patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the handle (model#: 8929, lot#: v251782) found that the needles failed to retract, and that the posts on the needle blocks broke off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.